Event description:
As per the report received from germany, edwards received notification of a pascal precision ace procedure in tricuspid position. On post-operative day (pod) 3, there was a single leaflet device attachment (slda) with the second device implanted. During the procedure, two ace were successfully implanted, in antero-septal (a-s) and posterior-septal (p-s) location respectively. The initial tricuspid regurgitation (tr) grade was severe, reduced to trace after the index procedure. On pod#3 an echo was performed upon discharge. An slda was detected, as the second device had detached from the septal leaflet and was only connected to the posterior leaflet. Tr grade severe was observed. At the time of this investigation, re-do procedure is being considered.

Manufacturer narrative:
B2: other serious- even though there was no reintervention, there is a potential for reintervention in this case. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete. It should be noted, the device was implanted in the tricuspid position. At this time, the pascal precision transcatheter valve repair system is only indicated for the native mitral valve in the us, addressing degenerative mitral regurgitation. But, it is approved for both tricuspid and mitral spaces in the region where the procedure was performed. Therefore, deployment in the tricuspid position will not be considered off-label in this case.

Manufacturer narrative:
Information added/updated to section b4, g3, g6, h2 and h6 (component code, type of investigation, investigation findings, and investigations conclusions). H11: additional manufacturer narrative: the device history record review was completed, and this device passed all manufacturing and sterilization inspections. No nonconformances related to the complaint event were identified. The complaint for implant dislodged from a single leaflet, single leaflet device attachment (slda) post procedure was confirmed with empirical evidence based on information provided. Per the information provided, on pod#3 there was an slda with the second device implanted. It is stated that an echo was performed, observing a slda detached from the septal leaflet. There was no anatomical or procedural complications reported. Evaluation of the available information is unable to identify a potential root cause for this event. Since no edwards defect was identified, corrective or preventive actions are not required.